Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 600 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin drip. The customer stated that high blood glucose because of the infection on their foot due to injury. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.